Event description:
The implantable neurostimulator turned on and off by itself. The pt was going to keep a diary of the events to determine if there was an environmental source of electromagnetic interference. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).